Event description:
Customer reported that a pump alarm occurred during the loading process, identified as alarm 20a. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, leading to a decision to replace the pump. The pump was confirmed to be under warranty, and technical support arranged for the shipment of a replacement. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions were provided for storing the malfunctioning pump, and the customer agreed to return it using a pre-paid label.